Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. During evaluation the sensor passed visual inspection, no physical damage was observed. The sensor passed continuity tests, no short or open connection was detected, and no intermittent short or open connection was detected when sensor was manipulated. The sensor failed functional tests due to an eeprom which was not completely programmed, but displayed ¿incompatible sensor" error message. This is a safety feature of the product which prevents the sensor from being used for monitoring when an issue is detected.

Event description:
The customer reported the o3 sensor displayed too high value. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the o3 sensor displayed too high value. No patient impact or consequences were reported.